Manufacturer narrative:
Results of investigation: the vyaire field service representative (fsr) repaired the device onsite and returned it working to service specifications. The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed but unable to be duplicated. The ventilator cycled without any issues

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.